Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's primary system controller was exchanged to their backup controller due to patient power lead erosion on (B)(6) 2022. Low flow software was installed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables on the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no log files nor images were submitted for review. Additional information provided on 27apr2022 stated that no alarms were present before nor after the controller exchange, and that no product would be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped 12aug2019. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.